Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The investigation can draw no conclusion regarding the reported event with the information available. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On 02/06/2017, pfs and medical records received. After review of the medical records on 02/22/2017 for MDR reportability, the patient was revised to address articular surface wear debris and osteolysis. Medical records report that the patient had gums receding due to chromium cobalt poisoning. On (B)(6) 2011 medical records report the patient had a fall and radiographs report some lucency around the right femoral stem which could indicate loosening, but no mention of loosening at revision. Metal ion levels were at reportable levels. The complaint was updated on: 02/22/2017.